Event description:
A (B)(6) male patient called zoll customer support to report a code 139 - segmentation fault, while attempting a data download. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was unable to be confirmed. The reported problem (code 139 - segmentation fault) has been confirmed. Upon investigation there was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation is planned for (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective components. The patient received a replacement monitor.